Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarm and also had blank display. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. Customer stated insulin pump display returned after insulin pump restart and also they had received several insulin pump errors during insulin pump restart. Troubleshooting was performed. The insulin pump will not be returned for analysis.